Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The product associated with this adverse outcome was returned from an unknown source with no information. The cause of death will not be received. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: (B)(4) - the proximal segment of the lead was returned to the manufacturer, analyzed and tested out of specification. The outer insulation had breached environmental stress cracking (esc); there was also cosmetic esc and cosmetic depression on the outer insulation. A visual analysis was performed only.